Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other mini trek (1.2x6) referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during the procedure in the mildly tortuous, heavily calcified, mid left anterior descending artery for treatment of a 100% stenosis (chronic total occlusion), a 1.20x6 rx mini trek dilatation catheter was advanced with resistance (due to the heavy calcification) to the target lesion. The balloon was inflated to unspecified atmospheres. During the second inflation, the balloon ruptured at 10 atmospheres. The device was withdrawn and exchanged for a 1.50x15 rx mini trek dilatation catheter. The device was advanced with resistance to the target site. During the first inflation, the balloon ruptured at 10 atmospheres. The device was withdrawn from the anatomy and exchanged for a non-abbott balloon followed by successful deployment of a non-abbott stent. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.